Manufacturer narrative:
The insulin pump was received with constant alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test and confirm alarm due to alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported a motion sensor test failure alarm from the insulin pump that could not be cleared. It was reported that the customer received a motor position encoder error from the insulin pump during rewind. Troubleshooting was done. It was reported that the insulin pump failed the displacement test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.